Manufacturer narrative:
Device is a combination product. Promus premier ous mr 24 x 2.50 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a broken hypotube 18.4cm distal to the distal end of the strain relief. Multiple hypotube kinks were also identified. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02may2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. The lesion contained >45 and <90 degrees bend. After a 6f guide catheter and a 0.014 wire were inserted and the vessel bed was prepared using a 2.00mm balloon. A 24 x 2.50 promus premier drug-eluting stent was then advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a broken hypotube.